Event description:
The customer reported an error 10004.

Manufacturer narrative:
The customer reported an error 10004. The unit was evaluated at philips, but the reported issue could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determined the cause, since the symptom was not duplicated.